Event description:
Caller reported that the touchscreen of their pump was cracked and shattered after it was dropped and hit the ground. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump, providing a new one with updated software. Customer will continue to use current pump for insulin therapy.